Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from customer, which states "ivig infusion of 500ml (50g) using smartsite burette set tubing ref (B)(4). Chamber cracked and leaking out medication during infusion, infusion immediately paused by rn at bedside. Pharmacy notified and new tubing and new vial of ivig hung to finish infusion." There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the chamber cracked and leaked was confirmed. During visual inspection a crack approximately 80mm in length was observed along the volume graduation markings of the burette. The root cause of the customer's report was not identified.

Event description:
Received a copy of the customer's medwatch report from customer, which states "ivig infusion of 500ml (50g) using smartsite burette set tubing ref (B)(4). Chamber cracked and leaking out medication during infusion, infusion immediately paused by rn at bedside. Pharmacy notified and new tubing and new vial of ivig hung to finish infusion." There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from customer, which states "ivig infusion of 500ml (50g) using smartsite burette set tubing ref (B)(4). Chamber cracked and leaking out medication during infusion, infusion immediately paused by rn at bedside. Pharmacy notified and new tubing and new vial of ivig hung to finish infusion." There was no report of patient harm.